Event description:
Patient having trouble with the patient programmer communicating with the ins device. Technical services was contacted and troubleshooting yielded no better results. Patient was uncomfortable with stimulation at the current level and all attempts at turning stimulator off failed so device had to be explanted. The device was explanted and returned to the manufacturer for analysis.